Event description:
The following was reported to hamilton medical ag: during service software testing ventilator device failed with error code te 231008 (tagd_o2valveleak). The alarm (te231008, o2valveleak) was observable both visually and through hearing. This malfunction was reproducible. There is no patient involvement reported. There was no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested.

Manufacturer narrative:
Hamilton medical ag (B)(4) . Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: during service software testing ventilator device failed with error code te 231008 (tagd_o2valveleak). The alarm (te231008, o2valveleak) was observable both visually and through hearing. This malfunction was reproducible. There is no patient involvement reported. There was no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Event description:
The following was reported to hamilton medical ag: · during service software testing ventilator device failed with error code te 231008 (tagd_o2valveleak). · the alarm (te231008, o2valveleak) was observable both visually and through hearing. · this malfunction was reproducible. · there is no patient involvement reported. · there was no need for any medical intervention reported. · neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing. Device alarms with "technical event: 231008 (o2 valve leak)" during software testing. No patient involved. Consequently, the event did not cause or contributed to a death or serious injury. This alarm occurred during the software testing and ensures that clinical staff are aware of the issue and can take appropriate action well before it becomes critical if it occurs during ventilation. Therefore, this case is now (at the time of this follow up report) assessed as no longer reportable. There is no information that reasonably suggests that the device has malfunctioned and that the device or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur.